Event description:
It was reported that the device migrated from its position and that a revision surgery will be required to correct.

Manufacturer narrative:
Attempts to gain add'l info: 1st attempt: 11/25/2009, 2nd attempt: 11/30/2009.